Event description:
Report received from faxter-new zealand states "the customer reports that, the device leaked". Reporter indicates device contained chemotherapy and leakage was observed during patient use, however, no patient injury resulted and no medical intervention was required. Report submitted due to potential risk of exposure to chemotherapy drug for patient.